Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Product details unknown 6 hole axs-6 proximal tibia plate. Hospital policy device will not be returned.

Event description:
Patient had non union of tibia. Plate was broken at shaft proximal end junction. Two cortical screws were broken in the shaft. Hardware removed, tibia nail implanted.